Manufacturer narrative:
The t:slim pump user guide states that a low power alert occurs when a batter level of 25% or less is remaining. A second low power alert will occur when a battery level of 5% or less is remaining. Requesting that the t:slim pump be recharged or pump will stop all deliveries. The alert will continue until the condition has been corrected; otherwise a low power alarm will trigger and the pump will stop all insulin deliveries. The product has not been returned to evaluation. Should new relevant info become available, a supplemental reports will be submitted.

Event description:
It was reported that after multiple low power alerts and a low power alarm, which were not addressed by charging the device, the pump shut down due to insufficient battery power. The customer's blood glucose level was impacted (elevated). The customer plugged the pump into a power source and was able to resume insulin delivery.